Event description:
The customer reported that the image quality is grainy. No patient injury was reported.

Manufacturer narrative:
The ge service rep verified a problem by viewing saved images on the workstation. He determined that the monitor was failing and was not showing proper image contrast. He replaced the monitor and verified proper image specifications, all checks o.k. The system operates as manufacture intended.